Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation.

Event description:
The user facility reported the rocker arm needs to be fixed, a scalp laceration occurred. Additional information has been requested.